Event description:
As reported, during use of a 3mm x 200mm saber .014 percutaneous transluminal angioplasty (pta) balloon catheter, the balloon ruptured before reaching nominal pressure. A device from another lot was then opened and the procedure was continued. There were no reported injuries to the patient. Additional information was requested but was not provided. The device will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 2505083697 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.